Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient was hospitalized due to high blood glucose on (B)(6) 2025. The blood glucose level was 32.6 mmol/l. The trace ketones were found to be 3.2mmol. No further information available.